Manufacturer narrative:
The investigation determined that lower than expected tsh results were obtained from a single patient when tested using vitros tsh reagent lot 5800 on a vitros 3600 immunodiagnostic system, the results were lower than expected when compared to results obtained from a non-vitros (roche) system. A definitive assignable cause for the lower than expected vitros tsh results could not be determined with the available information. Based on historical quality control results, a vitros tsh lot 5800 performance issue is not a likely contributor to the event and the accuracy of the reagents has not been questioned by the customer. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 5800. Additionally, there is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. The most likely assignable cause for the lower than expected vitros tsh result for patient 1 is an unknown sample specific interferent present in the patient sample itself. However, insufficient information was available at the time of writing to definitively identify or establish this. Ortho has requested samples from the customer for further investigative testing in an attempt to identify the cause of the lower than expected vitros tsh results.

Event description:
A customer obtained lower than expected tsh results from a single patient when tested using vitros tsh reagent lot 5800 on a vitros 3600 immunodiagnostic system, the results were lower than expected when compared to results obtained from a non-vitros (roche) system. Patient sample 1 result of 0.45 and 0.41 miu/l versus the expected results of 5.6 miu/l (roche). Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. It was not known if the lower than expected vitros tsh results were reported from the laboratory. Ortho was not made aware of any allegation of actual patient harm as a result of the events. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).